Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was found unresponsive by his wife, who treated him with a tube of glucose and called an ambulance. Paramedics treated the customer with oxygen and glucose; his low blood glucose symptoms began to improve, and the customer was able to consume a honey sandwich. After treatment, the customer tested 33 mmol/l and hi (greater than 33.3 mmol/l) on the mobile system, and 11.2 mmol/l on the professional device. No adverse event related to the device was reported. Requested return of suspect device.